Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the manufacturer representative was interrogating the device with the clinician programmer when they saw an error message that showed "physician occurrence reset." The clinician programmer went to the reset time and date screen. The technical services agent reviewed that the clinician programmer manual did not indicate this was a message that could be displayed. Technical services reviewed power on reset (por) messages but it could not be confirmed by the caller that this was the message they saw. The calling manufacturer representative was going to interrogate the patient's device again. No patient symptoms were reported. No further complications were reported. Additional information received from a manufacturer's representative on 1/22. It was reported that the representative had in fact seen a power on reset (por) message. No further interventions were necessary to resolve the issue. No symptoms or further complications reported.